Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 280 units of insulin. Additionally, the customer received an occlusion alarm. Reportedly, the customer primed the tubing, saw insulin drops and continued insulin delivery to resolve the issue. Customer declined further assistance from tandem technical support. The customer's blood glucose was 160 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.